Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called in to sunmed. They experienced pain. Patient reported that their implant quit working about 4-5 years ago and was causing them pain. Patient mentioned they had lost a lot of weight, and when they were lying down or sitting/standing up, the ins was hurting them. Agent redirected the patient to their managing physician. Patient recently received replacements for lost equipment. Patient reported that installed 2019 - stopped working 2021. Pain from installed part increased with time. Appointment to discuss removal.